Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2014-24324 and reference MFR. Report: 1627487-2014-24325. It was reported diagnostics indicated low impedance readings for one lead. X-rays revealed the lead had migrated. Programming was able to provide effective coverage. Follow-up information indicated the patient desires to undergo surgical intervention at a later date. It is unknown which lead was migrated, therefore both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.